Event description:
On 7/13/92 a transport service was scheduled to meet a medevac flight at 1430, at bwi airport to transfer a patient to the hospital. The patient was a 43 year old man who had suffered a cardiac arrest on 6/26/92 and had been comatose since that time. The ground transport service arrived at the plane at 1432. A routine assessment was made, the patient was suctioned and the patient was prepared for transport to the hospital. During transport to the hospital the patient was suctioned twice and assisted in ventilation with a bag-valve-suction mask. At approximately 1527 the patients' heart rate dropped from about 100 to 45 and atropine was requested. The patient went into ventricular fibrillation before the medication was given. The patient was defibrillated at 200 watts/sec. With no rhythm change. The defibrillator was charged to 300 watts/sec. And upon attempting to defibrillate a second time, the machine failed to discharge, and then showed signs of battery failure. The defibrillator was switched to battery #2 then #3 which showed failure even though all batteries had been checked prior to the transport and showed no problems. Immediately after the defibrillator failed to charge, care of patient was assummed by the prince hospital staff. The patient was pronounced at 1536device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: end of life - premature, battery/pack. Conclusion: device failure indirectly contributed to event, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.